Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. No noise was observed during the patient's last follow up and no revision has been performed at this time. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.